Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unexpected insulin pump error. Blood glucose value was unknown at the time of the incident. Troubleshooting was performed and the device will be replaced and returned.

Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected the main arm cannot communicate with the motor arm alarms noted during testing however, the formatted history file confirmed the main arm cannot communicate with the motor arm, the motor arm cannot communicate with the main arm error, and software error alarms due to a software error.